Event description:
It was reported that during a gastrotomy, clip slippage was observed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73h1600496 was manufactured on 08/17/2016 a total of 288 pieces. Lot was released on 08/30/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The remaining clips were also able to properly load and be successfully applied to over-stressed surgical tubing. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The sample was disassembled to inspect the internal components. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." All of the clips were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a gastrotomy, clip slippage was observed.